Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare professional (hcp) regarding a (B)(6) male patient who was being treated with baclofen at an unknown concentration and dose via an intrathecal pump. The reporter was requesting compatibility guidelines for magnetic resonance imaging (MRI). The patient was not sure his device/therapy was working because his spasticity had gotten worse. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.